Event description:
A 22mm amplatzer septal occluder (aso) was implanted in a (B)(6) child on (B)(6) 2013. Device selection was done according to angiography and toe measurements. The next day, the patient was taken back to the cardiac cath lab to retrieve the aso that had embolized. After the retrieval, a 26mm aso was successfully implanted.

Manufacturer narrative:
The 22mm amplatzer septal occluder (aso) was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 10f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.